Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the monopolar curved scissors had a tiny piece missing from the cutting blade. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: there was no report of a piece of the blade falling into the patient's body during surgery. No injuries or delays were reported.